Event description:
Threads on lag screw screwdriver not engaging with lag screw. Second kit opened during operation and lag screw used from there. Completed case as originally planned.

Manufacturer narrative:
Na